Event description:
New information notes the noise was related to the impedance measurements taken every two hours. The lead was reprogrammed. On (B)(6) 2014 via a merlin.net transmission indicated no more noise was noted on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial lead exhibited oversensing. The oversensing could not be reproduced using isometrics, pocket manipulations and arm positional movements.